Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 36 mg/dl. To treat the low bg level, the customer consumed juice. Reportedly, the customer set up the replacement pump on their own and when delivering a bolus after consuming snacks, the pump requested a larger than expected bolus requested. During both event dates, the customer delivered the recommended boluses. Review of the pump data from the previous pump showed that incorrect settings had been input by the user. Recommendation was made by tandem technical support to call back should any further assistance be required.